Event description:
Healthcare professional reported left side ¿deflation¿. Healthcare professional later confirmed deflation diagnosed via mammogram. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side ¿deflation¿. Healthcare professional later confirmed deflation diagnosed via mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation received on april 29, 2025. With lot number 3372242. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.